Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed a no output and no telemetry condition. The battery was found depleted and was shown to be caused by leakage in a ceramic capacitor.

Event description:
Asku